Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual inspection. The analysis revealed several cuts into the insulation (27 cm and 42 cm distal to the is-1 connector pin) and a deformed outer conductor coil (44 cm distal to the is-1 connector pin), which most likely resulted from the explantation procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead was removed due to dislodgement. Should additional information be obtained, this report will be updated.